Event description:
It was reported that after implant of the device, the physician was not able to program the pace/sense polarity. The program button was not active while there were fields with parameters marked as changed. After entering patient data the changes were able to be programmed. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.